Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had high blood glucose of 400mg/dl. The customer's current blood glucose level was unknown. The customer didn't experience any symptoms related to the event. The customer was not hospitalized because of the event. The customer had used the insulin pump within 48 hours of the event. The auto mode feature was active at the time of event. It was also reported that infusion set tubing got detached. Troubleshooting was declined. The customer will continue to use the device.